Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump was stuck in the priming sequence. The patient's blood glucose at the time of incident is unknown. The customer was assisted in completing the rewind sequence. Troubleshooting continued and a bad battery alarm and weak battery alert were found in the pump's alarm history. During the phone call the insulin pump alarmed with a no delivery. The customer's mother declined to troubleshoot for all of the alarms and stated that she will remove the battery and discontinue use of the pump. No products were returned or shipped.